Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, thereis no indication of a product quality issue with respect to the design, manufacture, or labeling. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with two proglide devices, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide devices failed to achieve hemostasis. Manual arterial compression was applied post procedure to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.